Manufacturer narrative:
It was reported that while end-user was at the entrance of the hemodialysis center, she sat down on the rollator and both front legs of the rollator broke. Per report, this resulted in end- user falling and hitting her head onto glass. It was denied that end- user was self-propelling at the time of the incident. The end-user was reportedly taken by ambulance to the emergency department, where a CT scan of the head was done, with no abnormal findings. Reportedly, the end-user was admitted in the hospital for two days for observation. The rollator involved in this incident was reportedly received two years ago. There was no serious injury identified or medical intervention reported related to the event. Due to the reported hospitalization, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that end-user sat down on the rollator and both front legs of the rollator broke, resulting in end- user falling and hitting her head onto glass.